Manufacturer narrative:
(B)(4). H6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and pass. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was found within in the investigation window. The probable cause was determined to be a transmitter failed error. The reported event of unspecified transmitter issue is reportable based on the finding of transmitter failed error. No injury or medical intervention was reported.